Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted in 2012 with an afx bifurcated and a suprarenal extension. Recently, it was discovered that the patient had and endoleak type iiib which lead to a ruptured. The physician elected to explant the device. No additional patient sequalae has been reported at this time.